Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy, the tissue pad jaw was broken when surgeon made a dissection. A broken piece was found in pt abdomen. There was no pt consequence.